Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out 3 hours after insertion. The balloon was filled with 10cc water. It was later reported per email received from the investigator on (B)(6) 2019, the catheter slipped out due to a balloon burst.

Event description:
It was reported that the catheter fell out 3 hours after insertion. The balloon was filled with 10cc water. It was later reported per email received from the investigator on 2-may-19, the catheter slipped out due to a balloon burst.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter. Visual inspection of the sample noted tear in the balloon surface measuring (0.4795"), no missing pieces. This product was out of specification which states that "balloon must not be torn". The measured french size of the catheter is 12 fr. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be " tooling damaged (core pins)". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "should balloon rupture occur, care should be taken to assurethat all balloon fragments have been removed from the patient.visually inspect the product for any imperfections or surfacedeterioration prior to use."